Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the cartridge load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was successfully completed. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.